Manufacturer narrative:
Final analysis found that the lead proximal coil was crushed and all five wires were fractured at 23 - 23.6 cm from the connector pin. The distal coil was abraded exposing both coils. The lead impedance and thresholds anomaly were caused by the clavicular crush.